Event description:
It was reported that the customer accidentally delivered a bolus they did not need. The customer experienced a low blood glucose (bg) level displayed as ¿low¿; however, a specific value was not provided. Customer consumed glucose tablets to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.